Event description:
It was reported that during a ureteroscopy with holmium laser lithotripsy procedure, the doctor was unable to feed the laser fiber through the scope. The doctor removed the laser fiber from scope to re-feed the guidewire back up into the kidney. These steps were repeated unsuccessfully and caused a delay of approximately 30 minutes. Due to the difficulty inserting the laser fiber into the scope, the doctor decided to performed a stent to the patient. Although the surgical procedure was unable to be completed, there is no report of injury or illness to the patient.